Manufacturer narrative:
Device passed displacement test and self test. No unexpected display anomaly noted during testing. Device functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display was solid white. The customer¿s blood glucose was  unknown. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.